Event description:
It was reported that during a routine follow-up, battery data was measured as 2.69 v, 17 ua, 5.7 kohms. Outputs had been programmed to 2.5 v, 0.4 ms in both chambers with a base rate of 60 ppm since implant.